Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection revealed that the main coil was stretched and broken. The delivery wire and introducer sheath were inspected and no damaged was noted. A microscopic inspection was performed and found that the zap tip of the main coil was missing. The interlocking arm of the main coil was inspected and no damage was noted. The interlocking arm of the delivery wire was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19apr/2015. It was reported that the coil was unable to advance in the catheter. An embolization treatment procedure was performed in the mildly tortuous splenic artery. Continuous flush was performed. The physician selected the 15mm x 40cm interlock-35 coil. However, it was noted that the coil could not advance into the imager catheter as friction was encountered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal. However, device analysis revealed that the main coil was broken and the zap tip was missing.